Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking from a pinhole in the patient line. This occurred during use of the device for peritoneal dialysis therapy. The patient continued therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: change to the manufacturing date of 3/10/2022 (submitted in initial report). H10: two (2) actual samples were returned for evaluation. The sample quantity previously submitted was three (3). Sample evaluation results apply to two (2) samples received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: three (3) actual samples were received for evaluation. A visual inspection with the naked eye noted a different holes along the patient line. The samples were tested with an in lab cycler and the system detected air in the disposable tubing set. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.